Event description:
The customer reported to olympus that while preparing for use, high intensity slider switch failure on the evis exera iii xenon light source. Upon inspection and testing of the returned unit, lamp fuse failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a worn socket slider switch cause intermittent use of high intensity mode and 3 lamp bolts got stripped and lamp thread¿s holes got damaged. A non-olympus lamp life meter was reading at 100+hours and light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp bolts were unable to be removed out of the lamp. The definitive root cause of the damaged bolts could not be determined. Olympus will continue to monitor field performance for this device.